Manufacturer narrative:
No radiographs confirming event have been received. The device has not been returned and no further investigation can be completed at this time. Review of the device history records for this lot and similar events notes no material non-conformances or manufacturing errors that may have caused or contributed to this failure mode. Labeling review: "the pcm cervical disc is indicated for use in skeletally mature patients for reconstruction of a degenerated cervical disc at one level from c3-c4 to c6-c7..." "Risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..."

Event description:
A (B)(6) male patient underwent a two-level total disc replacement at c5-6 and c6-7 on (B)(6) 2015. Postoperative imaging confirmed the disc replacement to be well positioned on initial postoperative x-rays. Around 11 months postoperative, it was noted that the inferior endplate of the device at c5-6 had migrated.